Event description:
50cc bag ns with lasix hung at 11:30 @ approximately 13:00 - pump alarms in failure mode and bag of fluid almost completely empty (approximately 10 cc left in bag). Prior to pump alarming, family member of pt receives call on cell phone and exits room to answer call. IV bag should have run for several more hours medication lasix 2 mg/cc at a rate of 1 cc/hour.